Event description:
Reporter stated that the surgeon implanted an aq2003v three piece silicone lens into the eye and it tore in half as it passed through the injector. Surgeon removed lens without injury to pt. Surgery was completed using a different lens.